Manufacturer narrative:
Ibáñez-muñoz, ana, et al. "Xen implant in primary and secondary open-angle glaucoma: a 12-month retrospective study." European journal of ophthalmology, april 2019, pg. 1-8, doi.org/10.1177/1120672119845226. (B)(4). The reported events of high intraocular pressure, exposure, endophthalmitis, use error, fibrosis, irido-corneal touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of 68 patients (73 eyes) with 33 patients having poag and 35 patients having soag were included in this study, 19 eyes needed needling, one patient had anterior chamber flattening at week 1 which was successfully resolved, 4 eyes had xen erosion through conjunctiva (maybe due to thinning of conjunctiva), one of whom had an endophthalmitis that required vitrectomy, and one eye underwent a trabeculectomy due to poor iop control were noted in the article: "xen implant in primary and secondary open-angle glaucoma: a 12-month retrospective study".